Manufacturer narrative:
(B)(4). Internal file number - (B)(4) : during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is unknown if the device is returning for analysis. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure of an unspecified artery was attempted using a proglide device relative to an unspecified interventional procedure. Reportedly, the device was prepped correctly and all steps were followed; however, the suture did not deploy in the artery. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: an arteriotomy closure of a mild calcified right common femoral artery was attempted with a 6f sheath after a percutaneous coronary interventional procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported failure to deploy was confirmed as a suture break/suture retrieval issue. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and sub-sequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.